Event description:
It was reported that this brady lead was not successfully implanted due to unknown product performance anomaly. This lead was never in service. A new lead of the same model was successfully placed. No adverse patient effects were reported.

Event description:
It was reported that this brady lead was not successfully implanted due to unknown product performance anomaly. This lead was never in service. A new lead of the same model was successfully placed. No adverse patient effects were reported. Additional information received indicates that after several attempts to place the lead, the helix of the leads seemed to have a bend. Then would not retract as well as expected. There was no tissue trapped that could cause any issues. There were no adverse effects to the patient. The leads are not available for return.

Manufacturer narrative:
This supplemental report was created to capture additional information in b5 event description and h6 device codes. This does not meet reportable criteria.